Manufacturer narrative:
The insulin pump was received with no up arrow button response due to unlocked lcd keypad connector. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that he woke up this morning and the buttons are not working. The customer stated that the up arrow is not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.